Event description:
It was reported that stimulation could not be adjusted and a "call your doctor" icon was shown on the display. Use of the antenna locator resulted in a power on reset (por) condition being display on the recharger which then led to a normal recharging screen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).